Event description:
Additional information received reported that the manufacturer representative met with the patient yesterday and the patient was able to recharge successfully. It was stated that since the revision, the patient was able to get 6 to 8 coupling bars. The patient was reportedly doing well and will finish recharging. It was noted that no trickle charge was needed.

Event description:
It was reported that recharging was tried many times, but getting good coupling was unsuccessful. Use of the antenna locate (al) feature achieved no coupling bars. It was noted that the device was very deep, it could not be felt,and that since the patient was implanted, she had always had issues recharging. The patient had met with the manufacturer representative previously and the max bars she got was 2-4 bars. It was indicated that currently there was no communication with the recharger, no boxes shaded, and it was likely the device was discharged. Supplemental information received reported that the clinician programmer indicated that the device was discharged and the patient was being referred back to her surgeon for a pocket revision. Further information received reported that the patient was scheduled for a pocket revision in 10 days. The plan was to move the device more superficial and lateral. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information stated the pocket revision was done on (B)(6) 2013. It was stated only the bottom portion of the pocket was closed off; the battery was brought up to a higher level and made the pocket shallower. It was also stated the healthcare provider aspirated a large pocket of fluid at the time and the leads were not disconnected from the implantable neurostimulator (ins). It was stated they were unable to check impedances because the battery was dead and needed a trickle charge. The manufacturer representative spoke with the patient the morning of report and the patient was very sore. Reportedly she was scheduled for a trickle charge on (B)(6) 2013.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).